Event description:
It was reported that during an esophagectomy procedure, the handle of the device did not return when it was grasped. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Malformed clip. Eval summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled and upon the first firing a double fed incident occurred causing two malformed clips; subsequent firings fed and formed 3 conforming clips. However, no anomalies were noted with the handles. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.